Event description:
It was reported during a laparoscopic cholecystectomy, the device leaked to the point of losing pneumoperitoneum. There was no patient injury. It was unclear if the device was replaced. The device was reported to be discarded. Additional information was requested, but no addition information was provided.

Manufacturer narrative:
It was reported that the device will not be returned to the manufacturer.